Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced loss of dexcom g7 cgm data on the ilet at a bowling alley, with three lines displayed and no cgm reading; the customer observed "pairing failed" and "sensor reconnecting" in alarm history, and troubleshooting included toggling from g7 to g6 and back to g7 and reentering the pairing code, after which the user was advised to wait for reconnection. Symptoms included no reported clinical effects. Outcomes included no impact to blood glucose, no alerts on the ilet at the time of the call, and no hospitalization. Investigation included customer education, review of the ilet alarm history, and guided reconnection steps. Investigation of this case revealed a cgm-to-ilet communication failure consistent with intermittent signal loss between the dexcom g7 sensor/transmitter and the ilet receiver, with pairing failure noted. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue between the cgm and the ilet.